Event description:
I used renu with moistureloc contact lens solution from 6/1/2005 to 6/29/2005. I had an appointment with one dr. Upon looking at my right eye, he immediately referred me to a specialist for further treatment. (These appts were all hospital) dr had corneal smears done and other tests. My right eye at first felt like it had grit in it; but then it got worse and I couldn't see out of the eye at all: it was sensitive to light and I couldn't keep the eyelid open. Dr put me on 4 different eyedrops total. It took 3 months until I could at least see a little bit out of the right eye.